Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center (pac) further evaluated the customer's device and verified the reported issue. It was observed that the capacitor, c76, of the diego board blown which removed the vbatt voltage from circuitry, which is the cause of the power on issue. The device was archived by stryker.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.